Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during peritoneal dialysis therapy. During troubleshooting, the patient stated that they did not notice anything unusual about the supplies. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to end therapy. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.